Event description:
It was reported that the patient's stimulation was intermittent. When the patient pressed at the implantable neurostimulator (ins) site stimulation turned on/off. When the patient bent over, stimulation would stop, and when she straightened up, the stimulation started again. The patient began to experience these events following a fall on (B)(6) 2012. Stimulation was fine until the fall. The patient fell on her battery, located in her left buttock. When the patient placed her hand over the battery while stimulation was on, stimulation would become faint. Electrode combinations that used electrode #5 had impedances of greater than 40,000 ohms. All other impedance measurements were normal. The patient used electrode #5 in program 2. The patient experienced a jolt when she turned amplitude up from 4.7 v to 6.6 v. The patient usually used between 6 v and 8 v. The patient had been getting jolting from time to time since the fall and when she changed her posture the jolts would stop. It was reported that the stimulation was not faint when a programmer head was over the battery or when pressure was put at that spot, only when her hand was over the battery. Impedance testing with a hand over the battery resulted in the same measurements. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the implantable neurostimulator (ins) was reprogrammed around the lead with high impedances. The patient was doing "well" and getting adequate stimulation.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).